Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a unspecified medication pca infusion with a pca request dose of 0.2mg, with a lockout interval of 10 minutes and max limit of 5.6mg/q4 and a continuous dose of 0.1mg was noted on the morning of (B)(6) 2018 not to be the same rate programed on the evening of (B)(6) 2018. The pca request dose unexpectedly increased from 0.2mg to 0.5mg. There was no patient harm.

Manufacturer narrative:
Additional information provided. The customer¿s report of the dose unexpectedly increasing during infusion from what was originally programmed was not confirmed. Review of the event log shows that at 6:16pm on (B)(6) 2018 the pca module was programed with the user entering a pca dose request of 0.5mg instead of the intended 0.2mg. Seven dose requests were delivered before the dose was changed to correct the programming error. On (B)(6) 2018, at 6:52 am, the pca dose was changed to the intended dose of 0.2mg. Asm keypad tests confirmed both pcu and pca module keypads were operating without any key malfunction, demonstrating that the keys did not contribute to the error. The root cause of the reported event was user programming.